Event description:
Patient was revised due to pain. Update rec'd (B)(4) 2015 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort, inflammation, and large amounts of toxic cobalt-chromium metal ions and particles to be released into the blood, tissue, and bone. A doi has been identified. The stem has been added to address the elevated metal levels. Update (B)(4) 2015 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, low cobalt and chromium levels, impingement between the stem and cup, and malpositioned cup. The titanium level was noted to be high. Part/lot is being updated and the cup is being added to the complaint. It should be noted that several pages of the medical records were of poor quality.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges fracture (component), infection and metallosis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.